Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the high blood glucose (bg) alerts and reminders were not annunciating. The customer's bg level ranged from 240 to 245 mg/dl. The customer delivered a bolus via the pump. Reportedly, the customer had the high bg reminder and high bg cgm alerts turned off. Tandem technical support assisted the customer with turning on the alert and reminder.